Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacture received an additional information on patient alleging heart attack and stroke. The device was returned to a manufacturer investigation laboratory. The device has been inspected by the manufacturer. The evaluation result found dust, keratin, unknown contaminant, few hair-like particles in the device. The lab investigation confirmed no evidence of degraded sound abatement foam using foam integrity test tool (fitt). The lab investigation was unable to directly address the symptoms. In this report, box a, d, g, h has been updated/ corrected.